Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was taken to the hospital via ambulance. Customer was hospitalized on (B)(6) 2016 with blood glucose of 26 mg/dl. Customer was in a diabetic coma. Customer was hospitalized due to low blood glucos. Customer was treated with insulin drip IV. Customer was wearing insulin pump at the time of hospitalization. Customer believed that insulin pump may have over-delivered. Customer advised or experiencing a heart attack when wearing previous insulin pump. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.